Manufacturer narrative:
Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ bulk, non-sterile needle was received with a broken/damaged needle protector. The device was not used and there was no report of serious injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: twenty-six samples were returned, and visually inspected. All samples had holes in the shields. The defect of a broken needle was also on the complaint report. No broken needles were observed during inspection. Batch 5302788 had 104 visual inspections were performed on (B)(4) parts with zero defects noted. Batch records for shield batch 5327952 show 59 visual inspections performed on (B)(4) parts with zero defects/issues noted for holes in the shields. A second shield batch, 6032868, had 47 visual inspections performed on (B)(4) parts with zero defects/issues noted for holes in the shields. Investigation conclusion: the root cause is a bent core on the shield mold.